Event description:
It was reported that a dexcom g6 sensor was not connecting to the ilet device, and after the user toggled the sensor¿s switch and re-paired the ilet to the sensor, blood glucose readings resumed and no further assistance was required. Symptoms included no reported adverse physiological effects. Outcomes included no clinical impact and no need for medical care. Investigation included technical troubleshooting and user education performed remotely. Investigation of this case revealed that normal device function was restored following re-pairing and that the issue was consistent with a temporary connectivity pairing failure between the ilet and the sensor. It was concluded that the event was attributable to a device-system communication issue that resolved with standard troubleshooting, with the product functioning as expected after re-pairing.